Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. The patient's daughter to ask about getting the scs taken out. Pt's daughter said the scs is not helping with his pain and does not want to meet with anyone to reprogram the system. Rep offered to meet with him but he said he only wants it out. As soon as rep has any updates, they will update this report. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the system was explanted. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.